Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. The following sections could not be completed with the limited information provided. Date of event ¿ ni. Device code ¿ ni. Expiration date ¿ ni. Date implanted ¿ ni. Date explanted ¿ ni. Initial reporter - the article was written by jetske viveen, ante prkic, koen l.m. Koenraadt, izaäk f. Kodde, bertram the, denise eygendaal. Manufacture date ¿ ni. PMA 510(k): this product is manufactured by zimmer biomet us and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet in (B)(4) manufactures a similar device in the united states under 510k number k972691.

Event description:
Journal article, "clinical and radiographic outcome of revision surgery of total elbow prosthesis: midterm results in 19 cases" has reported 15 revision procedures that took place where total elbow prosthesis were removed due to unknown reasons. Additional information was requested and is not available.